Manufacturer narrative:
No further information is available at this time. The complaint device has not yet been returned for evaluation. Additional information will be available upon completion of the complaint investigation.

Event description:
The device broke off in the pt during the case.